Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 58 mm abdominal aortic aneurysm. It was reported that approximately 6 weeks post index procedure the patient presented emergently to the hospital. CT was performed and a limb occlusion was noted. It was stated that the event was treated with embolectomy and the stent graft was extended into the external iliac artery. The event is resolved. As per the physician, cause of the event was anatomy. It was stated that the end of the graft was pointing at the wall of the artery. The physician believes that this happened once the shape of the iliac artery went back to normal. No additional clinical sequelae were reported and the patient is fine